Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/02/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/28/2014 with the following findings: during investigation, a review of the pump black box showed pump reboots had occurred. The returned battery cap was found to have stripped/damaged threads and was unable to tighten securely to the pump or maintain an electrical connection. No damage was observed to the battery compartment. A loss of power was observed during testing. The pump was exercised for 24 hours with the test battery cap with no reboots occurring.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment and battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.